Event description:
It was reported in a journal article that a patient underwent a pelvic organ repair procedure. The patient experienced an internal pudendal artery injury and a massive presacral hematoma that formed after the procedure. Transcatheter arterial embolization was performed immediately, and the bleeding stopped. The patient experienced difficulty micturating and defaecating because of presacral hematoma compression, however, capabilities were regained gradually one week after surgery. The patient was discharged from the hospital on day thirteen. The patient's symptoms recurred after discharge and she went to another hospital. The vaginal support device was still in the vagina and the hematoma was oozing from the posterior vaginal wound. The rectum was displaced and compressed substantially. The vaginal support device, the posterior vaginal sutures, the posterior mesh, and a liquefied hematoma were removed. The patient was given antibiotic therapy including cefmetazole intravenously every six hours then post operatively every twelve hours orally to prevent a hematoma infection. The hematoma resolved completely by seventy one days postoperatively. The hematoma most likely occurred during the posterior dissection.

Manufacturer narrative:
(B)(4): difficulty defecating. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.